Event description:
It was reported that pump displayed malfunction code 12 multiple times without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to put pump into storage mode before return, and advised customer to reprogram pump settings, reconnect continuous glucose monitor, and return malfunctioning pump using provided label within 10 days.